Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the labels are for a 2.5mm x 10mm alps fully threaded locking screw (pn 131212610 ln 969440). Dimensional analysis of the screw identified that it is 0.790" (~20mm) in length whereas the actual dimension of the screw is 0.318" (~8mm). Review of the device history records identified no related deviations or anomalies. Medical records are not applicable, as the reported event is a packaging issue. The root cause of the reported conditions can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer ordered a peg fully threaded, but when the box was opened, the customer found a screw with the incorrect length. Attempts have been made and additional information on the reported event is unavailable.